Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported via a journal article review, that a patient, with a history of myocardial infarction had been implanted with a single chamber ICD and endotak reliance right ventricular (rv) lead in 2011. During an afternoon run, the patient experienced cardiac arrest. Bystanders attempted basic life support, and the patient received 20 appropriate but unsuccessful ICD shocks as well as, 2 unsuccessful anti tachycardia pacing episodes. After the patient was externally cardioverted and amiodarone was administered, interrogation noted a sudden decrease in lead sensing from 23mv to 9.6mv and well as, a drop in shock lead impedance from 550 ohms to 400 ohm's. Additionally, a pacing threshold rise to 2.8v at 0.6ms, two weeks prior to the arrest was reported. When vt reoccurred in the hospital, the decision was made to perform an emergency ablation and the patient was referred for replacement of the malfunctioning rv lead. An attempt was made to explant the rv lead however, the patient experienced acute hypotension and the decision was made to abandon the lead in situ. A new rv lead was placed. Emergency coronary artery angiography revealed occlusion of the lad at the site of the helix of the abandoned lead. An attempt was made to open the coronary artery, but this as not successful. The authors reportedly suspected potential perforation. It was reported that there were no further complications or vt during twelve months of follow up.